Event description:
Tampon broke apart shredded inside me foreign body in reproductive tract. Tampon broke apart shredded device breakage. Removed the tampon broke apart/shredded inside of me complication of device removal. Consumer e-mail stated the tampon broke apart/shredded inside of her. No serious injury was reported.